Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate and volume than programmed (over infusion). Per the reporter: "pump set to deliver 100 ml in an hour, no fluid delivered, nurse reset and infusion completed in 20 minutes." It was also reported there was no patient injury.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the reported over infusion and "no fluid delivered". A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for flow rate accuracy and the device was not to over infuse at any rate. The device was determined to not meet all product specifications unrelated to the reported event. The reported over infusion and "no fluid delivered" was not verified. Should additional relevant information become available, a supplemental report will be submitted.